Event description:
Patient reported erratic readings. Patient stated he received a reading of 575 mg/dl on his nano meter at 10:45 pm and at 11:05 pm received a reading of 175 mg/dl on a competitor's meter. Patient reported after the reading of 575 mg/dl he took 12 extra units of insulin to decrease his blood glucose level. Patient stated he stayed up until 2 am and then fell asleep; his wife found him disoriented on the couch. Patient reported his wife gave him juice and a graham cracker; was unable to self-treat. Patient stated his wife tested his blood glucose level at 4:30 am at 39 mg/dl. Patient reported he felt fine when going to bed after treatment. Patient stated he took a reading of 134 mg/dl at 6 am before going back to bed. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.